Manufacturer narrative:
As reported, the patient was diagnosed with breast cancer occurrence post-implant of galaflex. The surgeon did not identify any causal relationship between the cancer and the galaflex implant used to treat the patient. In an abundance of caution, events for which relatedness cannot be completely ruled out are processed for MDR reporting. Review of manufacturing records shows product was manufactured to specification. Note: this MDR represents device 1. The information associated with device 2 used to in the revision procedure to treat the patient, in which a cancer recurrence presented was previously reported as MDR 1213643-2022-00604. The use of device 1 in an earlier surgery to treat the patient is recently obtained information. Information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported on (B)(6) 2018 patient underwent removal of silicone implants, complete capsulectomy, internal and external mastopexy, lotus scaffold implant and autologous fat transfer to bilateral breasts from abdomen and thighs. As reported galaflex 15.3cm x 20.3cm mesh (device 1) was used to create the scaffold. On (B)(6) 2019, patient was identified with right breast invasion ductal carcinoma (cancer occurrence) (ER neg pr neg her-2 neg (ki-67 78%, ck-5 15%). On (B)(6) 2019, patient underwent skin and nipple sparing mastectomy of the right breast with immediate reconstruction with internal mastopexy and p4hb lotus mesh implant. As reported galaflex 15.3cm x 20.3cm mesh (device 2) was used to create the scaffold. On (B)(6) 2020 mass subdermal at ¿t¿ felt by physician. On (B)(6) 2020 excisional biopsy done and pathology on 6/19/2020 showed recurrence of breast cancer. On (B)(6) 2020 patient passes away from triple negative breast cancer.